Event description:
Information received from the (B)(6) clinical database. Treatment of a small unruptured saccular aneurysm measuring 8mm x 5mm in the ophthalmic segment of the left ica (internal carotid artery). The patient underwent pipeline embolization treatment on (B)(6) 2013 in which a pipeline (4.00mm x 16mm) was placed across the neck of the aneurysm from the anterior choroidal artery to the proximal of the ophthalmic artery. There was a small endo-leak at the distal portion of the stent. Post angiogram showed a slight stagnant flow into the aneurysm with no occlusion or distal emboli. The patient experienced epistaxis on (B)(6) 2013 and underwent unsuccessful cauterization and packing resulting in only temporary controlled. She then returned on the (B)(6) 2013 for re-bleed. She was instructed to stop the asa and plavix, but experienced a small stroke due to this and was put back on the medication. On (B)(6) 2013, an MRI (magnetic resonance imaging) was done which demonstrated ischemic stroke in left posterior centrum semiovale. An angiogram on (B)(6) 2013 demonstrated the previously placed pipeline embolization device within the left carotid ophthalmic segment was widely patent with no evidence of stenosis or thrombus within the device. The angiogram is otherwise within normal limits with no other abnormalities noted. On (B)(6) 2013, due to refractory epistaxis, the patient underwent successful coil embolization of bilateral internal maxillary arteries without evidence of non-target embolization. Following the embolization, the angiogram showed near complete stasis. No further episodes of epistaxis occurred. Patient was discharged home on (B)(6) 2013.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).